Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side "recalled, experiencing some sharp pains down her arms, lump under her left armpit, some fluid that was detected 2 years ago, breast had gotten bigger, capsular contracture and hard, and swollen". Device remains implanted.